Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer's insulin pump had pump error alarm when rewinding. The customer's blood glucose value was 319 mg/dl. The customer assisted with troubleshooting. The customer stated that they were able to clear and rewind the insulin pump. Customer reported that the insulin pump had multiple pump errors and exposed to moisture. Insulin pump passed self-test. Insulin pump had blank display and it returned back after troubleshooting. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test and active current test. Pump failed the self test due to missing segments or partial display caused by moisture damage on the electronic assembly. Blank display not confirmed. No pump error 49, 63, or 68 alarms noted during testing however, pump error 49, 63 variable , and 68 are found in the formatted history file due to moisture damage on the electronic assembly. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. No pump error 130 alarm noted during testing however, pump error 130 alarm was found in the formatted history file due to moisture damage on the motor and force sensor.